Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump was under delivering. The customer¿s current blood glucose level was over 600 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer was treated with manual injection for high blood glucose level. The customer having symptoms related to high blood glucose level such as headache, chest pain, weakness, blurred vision and irritation. The customer alleged insulin pump was under delivering as the customer¿s blood glucose level was not going down. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.